Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3. Reference MFR. Report: 1627487-2016-06496 and 1627487-2016-006497. It was reported the incision wounds had not healed properly and to minimize the risk of infection the patient underwent surgical intervention on (B)(6) 2016 to explant the ipg and the two extensions.